Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged connector) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging wires within the connector. The root cause for excessive force would not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor had bent guide pins.